Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the atrial and right ventricular (rv) leads were unable to be implanted. The procedure was completed using another atrial and rv leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to implant was not able to be confirmed. As received, a complete lead was returned in one piece with helix found extended and covered with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.